Manufacturer narrative:
Block b3: exact date unknown, event occurred upon implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7129041, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7129316, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced no relief after percutaneous leads implant. It was also noted that the patient had multiple attempts to cycle charge the implantable pulse generator (ipg) would not charge above one bar and would not hold charge at all even after one week of rapid cycle charging. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.